Event description:
Pt reports headache - current. He isn't sure if it's the heat, work, stress, or medication. Pt will take tylenol or ibuprofen if necessary. Pt's md has approved ibuprofen if used sparingly. Pt also reported loose stools. Recommended (B)(6). In addition pt reported that pump sn (B)(4) keeps alarming non-disposable clamp tubing. Advised we would send replacement with order. Pt had back up pump. No other info available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? Unk; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.